Event description:
It was reported that after removing 2 broach, surgeon noted a longitudinal fracture approximately 3cm down the length of femur and then turned posteriorly. Event marked as serious. Intraoperative periprosthetic fracture of right femur. No broach details are known at this point. Please note that on (B)(6) 2018 aemb considered this event to be related to the surgical technique of femoral stem and thus to the polarstem device, which is not the study device.

Manufacturer narrative:
Results of investigation: the available medical documents report a minimally displaced fracture of the proximal femur that was noticed after removing the broach number 2. This longitudinal fracture in the greater trochanter laterally progressed approximately 3 cm down the length of the femur and then turned posteriorly. This was secured with two cables. X-rays dated the day of surgery confirm the reported findings. The rasp was not returned for investigation. No deviations in the manufacturing records were detected for the stem and no information about broach was provided. Based on the available information, it is not possible to thoroughly investigate the reported issue. The root cause remains undetermined. No further actions have been initiated.

Event description:
It was reported a intraoperative periprosthetic fracture of right femur after removing broach 2, surgeon noted a longitudinal fracture approximately 3cm down the length of femur and then turned posteriorly.